Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the driveline was cut could not be confirmed through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. The customer communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. C) is currently available and discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The instructions for use also outlines potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. The heartmate ii left ventricular assist system patient handbook (rev. C) is currently available and contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event. This MDR is part of abbott's patient outcome update project.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2014 due to the patient cutting the driveline. The outcome was not device or therapy related. The pump was not explanted and would not be returned.